Event description:
Lasik patient. I had 20/20 vision after the procedure but my vision has grown progressively worse since then. I require reading glasses for close which I understand is a natural aging result that can not be stopped. But now my distance vision is actually getting worse. In addition I have dry eyes that makes my vision less than acceptable. I'll soon resort back to glasses or contacts I expected my long term satisfaction to be more long term than 7 years.